Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Knee was infected. Washed knee out. Put in antibiotic and exchanged the liner. Implant (B)(6) 2014.